Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor, indicating that the device failed the functional test. The rse evaluated the device remotely and was unable to reproduce the reported problem. The device passed all functional testing. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no evidence of a device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the functional test. There was no reported patient involvement.